Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced inaccurate cgm values which occurred 5 days after the sensor had been inserted in the arm. The patient reported a wearable failure through the web self-service portal and then replied that the sensor just stop reading and calibrating. It was reported that the patient suffers adrenal insufficiency and severe from hypoglycemia. The cgm reading was stuck at 95 mgdl and didn't calibrate. At that points the patient was shaking, dizzy, weak and then she took a bg reading which was 68 mgdl. The patient self-treated with gvoke emergency injection (glucagon). At the time of the report the patient was well. At an unspecified time of the event the bg reading was 45 mgdl and the cgm reading was 130 mgdl. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.